Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. G4: the incorrect g4 date was inadvertently utilized in initial medwatch. The correct date is may 5, 2020.  Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in austria as follows: it was reported that during the trochanteric fixation nail-advanced (tfna) implantation on (B)(6) 2020, the stepped drill have broken out. The reason was not reported. There were no patient consequences reported. During manufacturer's preliminary investigation of the returned device on (B)(6) 2020 it was identified that an guide wire ø 3.2mm jammed in the core hole of stepped reamer. Concomitant device reported: guidewire 3.2mm for pfna blade (part # 356.83, lot # 39p3398, quantity 1). This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the visual inspection of the returned stepped reamer for tfna helic blade has shown that the forefront heavy wear marks are visible. Further investigation has shown that in the canulated bore hole of the reamer still stuck an guide wire . In general is the reamer in a bad condition with stress marks at the shaft and slight discoloration at the intact cutting edges. Drawing/specification review: the review has shown that with raw material 440a the correct material was used. The hardness value was confirmed to meet the specification with no (relevant) non-conformance noted. The measurements of the hardness after the hardening procedure was also within the specification. Summary: the complaint is confirmed as the forefront of the reamer heavy wear marks are visible. During the evaluation no manufacturing related issue could be identified, the device was manufactured according to the specification. There are clearly visible stress marks at the cutting edges. These marks are an indication for an excessive metallic contact, for example with the nail, during reaming. It can be assumed that this contact caused a mechanical overload and finally the damage of the reamer. The root cause was identified during the performed cq evaluation and therefore the in the investigation flow listed remaining investigation steps "dimensional inspection:" are not required. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: part number: 03.037.022, lot number: f-16763, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 18. Aug. 2014, a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in austria as follows: it was reported on an unknown date that during the tfna implantation stepped drill have broken out. The reason was not reported. It was unknown if there was any delay. The surgery outcome was unknown. There were no patient consequences. This complaint involves (1) device. This is report 1 of 1 for (B)(4).